Event description:
Side rail would not latch. No injury reported.

Manufacturer narrative:
Technician found the siderail would not latch. Replaced broken right siderail end tube and rivets to resolve this issue. Unit was in repair shop.